Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient feels like she was back to square one before the implant was installed. Patient had experienced a loss or change of therapy. She was having some issues. She was doing pretty well in the beginning. She was at 1.3 volts and was getting up once a night. Now patient had pressure on anus and was getting up twice a night. Sunday when laying on the floor to do exercise she was getting discomfort and had to decrease stimulation down to 1.2 volts. The patient doesn't feel stimulation. Doesn't feel it except sunday when laying on the floor. It was noted that the therapy was on. The situation was not resolved. The patient was on program 1 at 1.2 volts. The hcp (healthcare provider) had not instructed the patient to keep a voiding diary. The patient does feel stimulation in the correct area. Patient change to program 2 at 1.5 volts. Symptoms reported were some stool leakage and ibs. Event date for uncomfortable stimulation was on (B)(6) 2016 and stool leakage was in (B)(6) 2016 (middle of (B)(6) until now). Patient had a torn anal sphincter internal and external and had urinary leaking because of it before the device. The patient called back about two weeks later reporting she was still getting bowel leakage and discomfort doing floor exercises. Reviewed changing to program 3. The patient felt discomfort on program. Additional information received from the patient reports the circumstances that led to the leakage symptoms and uncomfortable stimulation while lying on the floor was the patient thinks it was the fact that she was not doing any type of workout for 5 weeks after the implant on (B)(6). Then when I resumed the aerobic video when laying on the floor and do various exercises. Example pelvic tilt and rectal kegel with lifting the patient buttocks off the floor. Steps taken to resolve the leakage symptoms and uncomfortable stimulation while lying on the floor was when she spoke to someone she mentioned she had changed programs during the trial week so she said to switch to program 2 at level 1.5. She waited (planning to wait) (B)(6); 2-3 days to adjust. The following day the tried floor exercises while laying on (B)(6) blanket and this time stimulation was so "illegible" she had to decrease it to 1.4 and that's where it has been since. The uncomfortable stimulation while lying on the floor was not resolved. And frankly it seem to be the patient bowel leakage was not getting any better and at times she find her original symptoms has not changed as of today (B)(6) she will be calling patient services once again to hopefully find what works for me.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.